Event description:
Issue with discrepant ckmb results for external proficiency survey samples. No pt samples were involved in this event. Results repeated on different analyzer, same methodology. The following examples were provided: sample 1 initial result 2.94 ng/ml, repeated 1.74 ng/ml. Sample 2 initial result 1.70 ng/ml, repeated 2.27 ng/ml. Sample 3 initial result 1.89 ng/ml, repeated 2.45 ng/ml. Sample 4 initial result 2.09 ng/ml, repeated 2.51 ng/ml. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed.